Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the patient's right atrial (ra) lead dislodged. During the attempt to reposition the ra lead, the lead was difficult to move and appeared to be stuck. Attempts were made to retract the helix and fluoroscopy appeared to show helix retracted but when lead removed, the helix protruded beyond lead end. The physician noted at least 30 turns when working to retract helix. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.